Manufacturer narrative:
The customer ran the patient samples and then evaluated them by using list mode playback. The incorrect or inaccurate results were identified and discarded. The mixer intermittently failed to operate. The field service engineer (fse) replaced the mcl lifter motor to resolve the issue. Bec internal identifier - case (B)(4).

Event description:
The customer reported that the mixer sometimes stops on the navios 10 color/3 laser flow cytometer. Erroneous patient results were generated but not reported out of the laboratory. There was no change or effect to patient treatment in connection to the event.